Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. It was unknown if the patient was hospitalized. On an unreported date, the patient began treatment with vancomycin, injection, 1 gram, every fifth day and supacef injection, 1.5 grams, everyday (route were not reported). It was not reported it pd therapy was ongoing. No additional information is available.